Event description:
It was reported that the device exhibited error codes 41622/ 1003. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, worn labels, and a bent latch lock. Review of the event history log found multiple system fault 41,622 alarms. Functional testing was able to duplicate the reported problem. It was determined that an inoperable optical camflex and noisy motor were the root causes. The service history review identified no indication that the complaint was related to a service of the device within the review period.